Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. At the time of the call, the customer did not have an alternate method of insulin therapy and stated that the healthcare provider would be contacted to obtain an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 117-118 mg/dl.